Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("chronic back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, alopecia, anxiety, weight increased and fatigue outcome was unknown. The reporter considered alopecia, anxiety, back pain, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C91741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain"), fatigue ("chronic fatigue"), bladder disorder ("bladder disorder"), urinary tract infection ("urinary problems"), arthralgia ("joint pain") and urinary tract disorder ("bladder or urinary problems or changes in urinary problems."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and incontinence ("incontinence"). The patient was treated with surgery (on (B)(6) 2016 (hysterectomy with bilateral salpingectomy).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract infection and urinary tract disorder outcome was unknown, the alopecia, fatigue and arthralgia was resolving, the anxiety had not resolved and the incontinence had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, fatigue, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she needs for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion then essure inserts appearing adequately positioned. Concerning the injuries reported in this case, the following one/ones were reported via social media: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, bladder disorder, urinary problems, joint pain and incontinence, bladder or urinary problems or changes in urinary problems added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no: c91741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, breast mass, ovarian cyst and peritoneal cyst. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), alopecia ("hair loss"), anxiety ("anxiety"), weight increased ("weight gain"), fatigue ("chronic fatigue"), bladder disorder ("bladder disorder"), urinary tract infection ("urinary problems"), arthralgia ("joint pain") and urinary tract disorder ("bladder or urinary problems or changes in urinary problems."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and incontinence ("incontinance"). The patient was treated with surgery on (B)(6) 2016 (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, weight increased, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract infection and urinary tract disorder outcome was unknown, the alopecia, fatigue and arthralgia was resolving, the anxiety had not resolved and the incontinence had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bladder disorder, fatigue, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion then essure inserts appearing adequately positioned. Mammography.: there is a heterogeneous calcification in the left breast at 4 o'clock posterior depth. No other significant masses, calcifications. Or other finding are seen in either breast. Computer aided detection (cad) system and digital breast tom synthesis (dbt) images were obtained: probably benign there is no mammographic abnormality seen in the left breast to correspond with the reported palpable however. Further workup with ultrasound is recommended. The heterogeneous calcification in the left breast is probably benign. A follow-up left mammogram in 6 months is recommended to demonstrate stability ultrasound of left breast: findings: real-time ultrasound of the left breast was performed on the area of interest. There are no discrete cystic or solid masses present to correspond to the palpable area of concern. No sonographic or mammographic evidence of malignancy. Cytological interpretation: negative for intraepithelial lesion or malignancy. Concerning the injuries reported in this case, the following one/ones were reported via social media menorrhagia, pelvic pain ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc (product technical complaint) on 11-sep-2018: medical records received: relevant lab data were added. Concomitant condition, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.